Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory/hazard and power cable disconnect alarms was not confirmed. It was noted that the exchanged controller would not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 01feb2022. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. The alarms that require a controller exchanged are noted in the documents; it should also be noted that the documents do not instruct the user to replace the system controller in order to resolve power cable disconnect or low voltage advisory/hazard alarms. Heartmate 3 patient handbook (rev. D) section 2, entitled ¿how your heart pump works¿, and heartmate 3 instructions for use (IFU) (rev. C) section 2, entitled ¿system operations¿, explain how to replace the running system controller with the backup system controller. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having repeated low voltage alarms and power cable disconnects for a week and a half. The patient performed troubleshooting and determined that there was in issue with the power leads. The controller was exchanged and the problem ceased.